Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, a peritoneal dialysis registered nurse (pdrn) reported that this pd patient was diagnosed with peritonitis. The patient was sent to the hospital for complaints of abdominal pain and cloudy pd effluent. The patient was sent to the hospital and admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The culture resulted negative for growth; however, it was suspected that a bowel source was the cause of the peritonitis event. The peritonitis was difficult to clear up and the patient was administered antibiotics with vancomycin, cefepime, and fluconazole (route, dose, frequency, and duration unknown). The patient was discharged from the hospital around (B)(6) 2020 as the pd clinic records showed the patient was seen on (B)(6) 2020 for a repeat culture. The pdrn stated there were no issues reported with the liberty select cycler or cycler set related to this event. No further information was available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there was no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although the culture resulted negative for growth, the cause of the peritonitis was suspected to be a bowel source. Peritonitis with an intra-abdominal source can result from constipation resulting with transmigration of bowel flora as well as touch contamination due to hygiene. Based on the available information and no evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, a peritoneal dialysis registered nurse (pdrn) reported that this pd patient was diagnosed with peritonitis. The patient was sent to the hospital for complaints of abdominal pain and cloudy pd effluent. The patient was sent to the hospital and admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The culture resulted negative for growth; however, it was suspected that a bowel source was the cause of the peritonitis event. The peritonitis was difficult to clear up and the patient was administered antibiotics with vancomycin, cefepime, and fluconazole (route, dose, frequency, and duration unknown). The patient was discharged from the hospital around (B)(6) 2020 as the pd clinic records showed the patient was seen on (B)(6) 2020 for a repeat culture. The pdrn stated there were no issues reported with the liberty select cycler or cycler set related to this event. No further information was available.